Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned to edwards for evaluation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
Patient called edwards and stated that her 4600-34mm mitral annuloplasty ring was explanted because it was detached from the valve, after implant duration of approximately 4 months. Implant operative report of (B)(6) 2011 indicates the patient underwent a robotic assist mitral valve repair with anterior leaflet secondary chord release and size 34 cosgrive band; after the placement of the ring, the valve was tested again with saline test. It was shown to be satisfactory result. Intraoperative tee showed no mitral regurgitation. Patient was transferred to intensive care unit in stable critical condition. Explant operative report of (B)(6) 2012 indicates underwent redo mitral valve replacement due to severe mitral regurgitation, previous mitral repair with a dehisced ring. Specifically, it was noted that the ring dehisced from the posterior leaflet. The ring was explanted along with the patient's native valve, and replaced with a bioprosthetic valve. Patient tolerated the procedure well.